Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported deflation difficulty. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown because the part and lot numbers were not provided.

Event description:
It was reported that an unknown size armada 35 balloon catheter was inflated to an unknown atmosphere with a syringe; however, using the same syringe to deflate the balloon, the deflation was very slow; although the balloon did fully deflate. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.